Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the error condition "probe vertical drive error". The fse cleaned the vertical probe gear and performed a blood detector adjustment and verification resolving the leak and error condition "probe vertical drive error". Identified failure modes: failure mode of the leak is related to a dirty vertical probe gear. There were "probe vertical drive errors" generated, which alerted the operator to the problem. No erroneous results were generated for this event. The failure mode identified is likely to cause erroneous flagged, un-flagged and non-numeric results for all parameters due to incomplete aspiration of whole blood samples in manual and automatic mode. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The instrument was generating an error condition "probe vertical drive error" when the leak was identified. The leak was described as liquid of approximately 500 ul coming from the aspiration probe during the shutdown phase. The leak was contained. The customer was wearing gloves, goggles, and lab coat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.